Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebw0697 showed no other similar product complaint(s) from this lot number.

Event description:
It was the patient placed a bard 4fr single-lumen PICC catheter under the guidance of ultrasound under sterile technology operation 4+ months ago under the guidance of aseptic technique. During this hospitalized infusion treatment, there was skin pain around the puncture point. Seeing that the punctured side limb was swollen compared with before infusion, the result of color doppler ultrasound showed no thrombosis. Consider the partial rupture of the PICC catheter in the body, and examine it while pushing the fluid. Cut the catheter and replace the catheter connector. After treatment, the blood return was good, the infusion process was smooth, and there was no extravasation.